Event description:
It was reported that the device was producing an incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the device could not be tested due to a damaged gear. The gear was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.